Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patients device was getting warm approx. Once/week. The phenomenon lasts for approx. 20 minutes and then declines. The patients condition was well.